Event description:
According to the reporter, customer called to report an error message on the bravo recorder. Customer reported a capsule ID mismatch error on the device. Then recorder waited for capsule to be calibrated, after it was already calibrated which indicates the calibrate button was pressed after calibration was complete. Customer was unable to proceed with study. There was no patient harm. Procedure will need to be repeated as long as patient agrees.